Event description:
The customer mother reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 492 mg/dl. The troubleshooting was performed. The customer stated that they had a bent cannula, basal rates are correct. The customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.